Manufacturer narrative:
On april 7, 2021, mentor received additional information about the event. The suspect medical device was not manufactured by mentor. It was reported that the suspect medical device was manufactured by allergan. As a result, no further investigation is required for this event and no additional supplemental reports need to be submitted by mentor. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a mentor memorygel 800cc silicone prosthesis experienced spontaneous right sided rupture post procedure. The mammography examination confirmed the rupture. As a result, patient underwent bilateral replacements with mentor gel 800cc with cat#:3544800 on (B)(6) 2021.